Manufacturer narrative:
Patient weight not available from the site. The unknown identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was too small. The manufacturer representative stated that there was an issue with the spine clamp. The health care professional (hcp) tried three different clamps on c2 and had to open the clamp all the way open to get it to fit around the c2 spinous process, but not one of the three different clamps the hcp tried would close once the hcp got it to fit around the c2 process. The hcp tried removing some of the bone on the c2 spinous process and the clamp would still not close. This site has one set of the ¿old style¿ clamps that will typically work in these types of situations, (if the screw doesn¿t strip), but it was being used in another room. The site ended up having to place the clamp on c3 spinous process, which wasn't the preferred position but it worked. There was less than one hour delay in the procedure. No impact on patient outcome. Additional information was received sating that literally every single part fails if there is spinous process applying force in the back or hinge of the device, or it¿s touching either side.